Event description:
Customer reported a patient sample known to contain anti k was reported as antibody screen negative on galileo. The same sample was ran again and was reported as positive.

Manufacturer narrative:
Customer sent sample for investigation testing. The quanity submitted was qns for testing on the galileo. Manual solid phase testing was performed with the sample using retention capture-r ready-screen (I and ii), lot x216. Sample exhibited strong (score of 9 on a scale of 0 to 10) reactivity. Confirmed the reactivity of the k antigen on retention capture-r ready-screen (I and ii), lot x216.